Event description:
It was reported that: "upon opening implant, the inner blister opened with the outer blister. The inner blister was stuck with the outer blister."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, then it will be submitted in a supplemental report.